Manufacturer narrative:
The field service engineer on site was unable to duplicate the fault but did identify that the power cord receptacle was not secured all the way in the power box on the machine. As a precaution, he replaced the worn power cord and worn foot controller cable. The device history was reviewed and found to meet manufacturing specification. This investigation is ongoing.

Event description:
The user facility reported the system shutdown during surgery 2 times in last 2 months. They rebooted the system and then it was ok. Foot control was plugged in during the shutdowns.

Manufacturer narrative:
The power cord receptacle was found to be not fully secured in the power box; however, the issue could not be reproduced during evaluation. Given that the system was manufactured in june 2015, it is likely that long-term wear or gradual loosening over time contributed to the condition rather than a manufacturing defect. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.